Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
On (B)(6) 2021, the recipient reportedly experienced pain and magnet dislocation following an MRI. X-ray and CT scan were conducted on (B)(6) 2023 and confirmed magnet dislocation. The recipient underwent magnet replacement surgery on (B)(6) 2023. The recipient is healing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted magnet will not return to advanced bionics for analysis. The recipient was successfully activated and will be managed per center protocol. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.